Event description:
Additional information reported that both of the inss were removed due to them being at end-of-service (eos) and normal depletion. No injuries were reported and the patient outcome was noted as recovered without sequelae. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Analysis of the ins serial # (B)(4) found no significant anomaly.

Event description:
It was reported that there was an end of service/end of life (eos/eol) message. Both of the patient¿s implantable neurostimulators (ins) had three overdischarge strikes. Both ins devices were going to be replaced with non-rechargeable stimulators. It was later reported that the patient was receiving effective therapy with his replacements.

Manufacturer narrative:
Concomitant product: product ID 37712, serial# (B)(4), explanted: (B)(6) 2013, product type implantable neurostimulator. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Concomitant medical products: product ID 37742, serial# (B)(4), implanted: (B)(6) 2007. Product type: programmer, patient: product ID neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2007. Product type: lead: product ID 37712, serial# (B)(4), implanted: (B)(6) 2009. Product type: implantable neurostimulator: product ID 37752, serial# (B)(4), implanted: (B)(6) 2007. Product type: recharger: product ID 3708320, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension: product ID neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2007. Product type: lead: product ID 3708120, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension: product ID 3708260, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension: product ID 37743, serial# (B)(4), implanted: (B)(6) 2009. Product type: programmer, patient: product ID 37752, serial# (B)(4), implanted: (B)(6) 2009. Product type: recharger: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.